Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed episodes of inappropriate automatic mode switch. The episodes were attributed to far r wave over-sensing exhibited by the implantable cardioverter defibrillator. There were no patient consequences reported. Further information was requested but not received.